Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer reported a blood glucose level of 200 mg/dl. Customer indicated that a manual injection would be administered. It was confirmed that the customer had insulin pens available as alternate insulin therapy.